Event description:
It was reported the patient underwent surgery for cervical fusion at c4-c6. Post-op, the patient developed undefined symptoms at c3-c4 and underwent additional surgery to replace the hardware with a longer plate spanning from c3 to c6. Fusion had occurred at c4-c5 but not at c5-c6. During the removal of the initial plate, it was noticed that the locking mechanism at c6 was broken. The inferior locking mechanism has broken during surgery in 2007. No patient complications were reported.

Manufacturer narrative:
The product was not returned for evaluation. With the available information, a contributing factor or cause for the reported event cannot be identified.